Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a power point slide show, abstracted from an article, that during the castor bifurcation study, there was 2% of death (no cardiac death); 2% ami, no tlr, 2% tvr, and as global evaluation 2% of mace. No additional event or patient information is available.